Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on various troubleshooting steps and eventually decided to replace the pump. The customer was advised to use manual dosing for insulin delivery in the meantime and was instructed on how to put the pump into storage mode before returning it with a pre-paid label.